Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate shock due to noise and it was advised to replace the device and lead. High lead impedance was also observed. Patient condition is currently unknown.

Manufacturer narrative:
Analysis was normal. No anomaly was found. Patient condition was reported to be good after the replacement procedure.